Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 3708240, serial# (B)(4), product type: extension. Product ID 3555, product type: accessory. Product ID 3555, product type: accessory. (B)(4). The carrier (model #3555) was returned and analysis found the carrier to be broken. Information regarding this event was previously reported in manufacturing reports, #6000153-2016-00268 and #6000153-2016-00270. The event was previously report on the extension as a kit, but the specific part has now known as it has been returned and analyzed. All future reports will be made under this report and the related manufacturing report #3007566237-2016-01195.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was impl anted with a neurostimulator for non-malignant pain, complex regional pain syndrome type I, and failed back surgery syndrome. It was reported the passer with the extension broke at the carrier site. The event occurred during a procedure. Another extension was opened to use the passer and that one began to break as well. What led to this event was that the patient needed an old lead and a new lead hooked up to a new extension. The issue was noted to be resolved at the time of the report. The patient's status at the time of this report was alive with no injury. No patient symptoms were reported regarding this event. It was noted that surgical intervention did not occur and was not planned. If additional information is received, a follow-up report will be sent. Information regarding this event was previously reported in manufacturing reports, #6000153-2016-00268 and #6000153-2016-00270. Pl ease refer to manufacturing report #3007566237-2016-01195 for information on the other carrier used.